Event description:
The lay user/pt contacted lifescan in march 2006 and alleged that her one touch ultrameter was giving an "error message and was rattling". The pt informed the mas that she sent back the "new meter" she had received in 2/2006 from lifescan (the "older meter" had a meter average issue and a replacement was sent to her) because the meter was giving her an error 3 and error 4 message and was making a "rattling" sound. She mentioned that she was never able to test in the meter since she received it. About 3 weeks ago, she was on the phone with her friends and she suddenly had cold sweatsm and felt kile she was "drunk". Her friend told her to hang up and eat something. The friend also called 911 for the pt. The pt ate some jellybeans after disconnecting the call with her friend. When the paramedics arrived. She had "almost passed out". She does not know what the emt meter result was, but was told that it was "really low". Sheawas taken to the emergency room, where the ER meter result was 65 mg/dl. She was given "all kinds of food to eat" and kept there for 12 hours for observation. Prior to this event, the pt had not tested on her meter since it had arrived due to the reported issues. However, she had continued to take her oral medications (type/dosage not provided( during that time. The pt had reported to the customer service agent during her initial call that she returned the "new meter" back to lifescan prior to the call instead of the "old meter" as she was supposed to because she was having problems with it. She did not provide the serial number of the meter. Therefore, the pt did not have the product with her at the time of troubleshooting. Although troubleshooting could not be performed, the pt was not able to test on the reported meter due to the "error message and rattling" issues at the time of concern. The pt was treated for hypoglycemia at the hosp. Therefore, this complaint is reported. A replacement meter was sent to the lay user/pt and was advised to call lifescan if she hadfurther concerns about the product prior to sending it back.